Manufacturer narrative:
(B)(4).

Event description:
It was reported "poor ECG signal despite troubleshooting resolved with iabp exchange". No patient injury or consequence reported. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4). The reported complaint of "poor ECG signal" is not able to be confirmed. No part was returned to teleflex chelmsford for investigation. According to the field service report, the reported issue could not be duplicated. Based on a review of the device history record (DHR), the product met specification upon release. The root cause of the complaint is undetermined. No further action required at this time. The reported complaint will be monitored for any developing trends.

Event description:
It was reported "poor ECG signal despite troubleshooting resolved with iabp exchange". No patient injury or consequence reported. The patient's current condition is reported as "fine".